Event description:
Healthcare professional reported that after the injection with juvederm ultra xc in the lips, patient reported swelling. Pt was treated with prednisolone tablets. No additional info is available at this time.

Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No additional info is available at this time. The event of "edema" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.